Event description:
This is a spontaneous case report received from a physician in (B)(6) on 07-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2015 (one year ago) without a problem. In summer, the patient had been strong contraction like pain, more in right side begun. It was noticed that essure is probably going to expulse on right side, essure is almost in uterine cavity. Hysteroscopy was performed and implant was found mainly in uterine cavity and it was wholly removed only by pulling. The patient wanted essure to be removed also from left side and it was performed by laparoscopy without problems. Then tubal burn and cut was performed to the left side and tubal removal due to pain mainly right side was performed to the right side. Any other reason for the pain was not found and now they are waiting if the removal of the implants helped to the pain. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that implant was found mainly in uterine cavity. Essure coils and tubal removal was performed. The event, seen as device dislocation, is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. However, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and a device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 07-dec-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-dec-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that implant was found mainly in uterine cavity. Essure coils and tubal removal was performed. The event, seen as device dislocation, is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. However, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded.